Manufacturer narrative:
Establishment name: national hospital organization nishi saitama central hospital the device was returned to olympus for inspection, and the customer's reported issue ¿image noise, and no sound notification even if all buttons are pressed due to insufflation pressure gauge¿ was confirmed. The following findings were also noted during device evaluation: image noise, connector contact failure, and battery depletion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center had image noise, and no sound notification even if all buttons are pressed due to insufflation pressure gauge. Upon inspection and evaluation, no sound notification even if all keys are pressed. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Correction to d4/h6 type of investigation as information was inadvertently missed on the initial medwatch this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a defective main board caused no sound notification even when all keys are pressed. The cause of the faulty board could not be identified. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.